Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she had been fine all day and her cgm was in normal range (no value provided). Then around 12:00 pm ¿ 1:00 pm while at work she began having difficulty focusing mentally, could not remember her computer password, and had blurred vision. She checked her bg which was 68 mg/dl, so she ate, and her bg went back up to normal. However, she continued to have blurred vision, her blood pressure was 107/100, and she felt weak, was crying, and was unable to walk. Her co-workers called an ambulance which took her to the emergency room (ER). She was diagnosed with anxiety, panic attack, and diabetes. She stated that they did not check her bg in the ER and did not give her any diabetes related treatment. Her symptoms resolved without intervention. Per follow up with the patient by dexcom¿s medical safety team, during the time of initial contact, the patient stated, ¿my transmitter was low, around 50 mg/dl, and the meter was high, around 200 mg/dl.' Based on her description of a hypoglycemic event she may have reversed the numbers. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.